Event description:
The pt used the suspect device to check their blood glucose. The suspect device result was 48mg/dl. The spouse then used the suspect device on themselves because the pt's result seemed low, and the display showed a result of 154mg/dl. The suspect device audio said the result was 904mg/dl. A value of 922mg/dl was stored in the suspect device memory. No actions were taken on the values received, they called to report the differences.